Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was "high" on the continuous glucose monitor. Elevated bg was addressed by a correction injection via mdi. Customer went to the emergency room and was ultimately admitted to the intensive care unit. Customer's bg over 600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made to gather additional information, however, no response was received.